Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The set was in use for about 5 hours. The blood glucose level of the patient was 359 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.